Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07356. Follow-up revealed the patient's system was explanted.

Event description:
Device 1 of 2 reference MFR report #: 1627487-2015-07356 it was reported the patient could no longer receive effective stimulation from his scs system and needs an MRI. As a result, the patient will undergo surgical intervention.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.